Manufacturer narrative:
No product was available for testing. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should additional information become available a follow-up report will be submitted.

Event description:
(B)(4). According to the information received, a catheter had eyelets only partly punched. There was no hole in the catheter for the urine to drain.